Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clogs during flow check while using bd nano¿ pro ultra-fine¿ pen needle. No patient impact reported. The following information was provided by the initial reporter: during the flow check pen needles are clogged and not working. Lot # 1251959, catalog# 320555, date of event (B)(6) 2022.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that needle clogs during flow check while using bd nano¿ pro ultra-fine¿ pen needle. No patient impact reported the following information was provided by the initial reporter: during the flow check pen needles are clogged and not working. Lot # 1251959. Catalog# 320555. Date of event 03/30/2022.